Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm saccular abdominal aortic aneurysm approximately two months ago. The aortic neck was 32 mm in diameter and 30 mm in length with an angulation of 40 degrees. The patient also had a 47 mm diameter iliac aneurysm (unknown if it was on the left or right side). The distal right iliac artery was 10 mm in diameter and the distal left iliac artery was 12.6 mm in diameter. The right femoral artery was 9 mm in diameter, and the left was 8mm. The proximal aortic neck was 10% calcified. It was reported that the patient developed peripheral ischemia in the right lower extremity and was admitted to the hospital approximately four weeks ago. The ischemia was assessed by the investigator to be device related and not procedure related. Four days later a left to right femoral-femoral bypass was performed. The physician believes the cause of the occlusion may be severe tortuosity of the iliac artery. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (severe tortuousity of the iliac artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severe tortuousity of the iliac artery).